Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including infection, seroma, adhesion, pain, disability and removal of the mesh. The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis ". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant is provided as (B)(6) 2020 based on the information provided. This MDR represents the bard/davol mesh ¿ composix kugel (device #1). An additional MDR was submitted to represent the bard/davol mesh ¿ composix (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details

Event description:
Attorney alleges that the patient underwent laparoscopic hernia repair surgery and implanted with composix kugel mesh and composix mesh during (B)(6) 2020.or on around (B)(6) 2012, (B)(6) 2014, (B)(6) 2016 and (B)(6) 2020, patient underwent additional surgeries due to defective qualities of the composix kugel mesh and composix mesh. It is alleged that between 2012 and the present, patient suffered from multiple infections, continuous medical treatment and testing and subsequent hospitalizations where the surgeon found adhesions and bowel adhered to the mesh in several sites requiring the removal of the mesh. It is also alleged that after first revision surgery patient developed seroma, infection, requiring additional tests, surgery and treatment and requiring ongoing medical treatment. As reported, patient continue to suffer severe and permanent personal injuries including but not limited to pain, suffering and disability.